Event description:
It was reported that during a da vinci s thymectomy procedure, the tip of the instrument broke off and fell into the patient. The broken piece was retrieved. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On (B)(6) 2010, isi received medwatch (B)(4) with the following event description: during a robotic thymectomy procedure, while using an intuitive surgical harmonic curved shears insert in the da vinci robot-s, one portion of the shear snapped off into the thoracic cavity, rendering the equipment unusable. Md was able to retrieve 2 small pieces from the shears. The equipment was removed from the table, reported to the intuitive rep, central sterile supply, and a chest x-ray was taken upon completion; no objects seen in patient by chest films. Pt appears to not have any harm from the event.

Manufacturer narrative:
The insert accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Per the information provided in the site's (B)(4), the broken pieces from the insert accessory were successfully retrieved from the patient.